Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed as analysis of the device revealed that the tabs of the posterior cuff remained unbent and no damage was observed on the tip of the posterior needle indicating the posterior needle did not enter the posterior cuff to displace the posterior cuff tabs. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure was attempted of the common femoral artery using a perclose proglide device. Reportedly, a non-specific suture retrieval issue occurred. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.